Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address femoral loosening and osteolysis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided stem product and lot code combination finds no other reports. The investigation can draw no conclusions regarding the reported femoral loosening. However, regarding asr it is known the platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the performed investigation, corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.